Manufacturer narrative:
The associated complaint device was not returned. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened.

Manufacturer narrative:
(B)(4). The associated complaint devices were returned and evaluated. A visual examination revealed that the intertan nail is discolored. Scratches are found on shaft of lag screw and on head and threads of comp screws. The device was manufactured in 2014. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. A lab analysis performed on the returned devices noted that the wear and scratches seen on the nail and screws are due to expected use, as well as removal of the devices. Based on this investigation, the need for corrective action is not indicated. We consider this investigation closed. Should additional information be received, the complaint will be reopened.

Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported a revision was performed due to the removal of an intertan nail from the patient. Device was implanted (B)(6) 2015. Patient is riddled with cancer and is on chemo and her own femoral head collapsed through no fault of the s&n device.